Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the battery voltage on the device was giving a false high battery voltage. The device remains in use and the remaining battery voltage will be closely monitored. No patient complications have been reported as a result of this event.